Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the device was used on patient and had cuff inflation and deflation issue. It was noted that there was a possible leak. There was cuff deflation with every movement of the patient. It was noted that there were losses of turning volume in mechanical ventilation. Reintubation was required. The patient had epileptic seizures and believed to be contributing factor. The patient did not present complication associated with the failed device.